Event description:
It was reported that during preparation for a coronary angioplasty intervention procedure, device preparation difficulties caused contamination of the sterile field. During preparation the physician had difficulty securing the mdu to the disposable sled. The physician identified this as being caused by the spike on the "pull back sled" not perforating the plastic sheath of the mdu5 cover. It was further reported that the physician had to make in incision in the bag to secure the connection, exposing an unsterile area to the clinical field. The procedure was completed with a different device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).